Event description:
Medline minor laparotomy pack had a hole in the sterile table drape noticed by the operating room staff prior to opening the pack. Pack # cmpj08203b, lot #19kbv948. Pack was discarded once the hole was noted and a new pack was used. No patient involvement. FDA safety report ID# (B)(4).